Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error since mrn 1818910-2020-20283 was found to be a duplicate report of mrn 1818910-2013-21300. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision operative notes (B)(6) 2013 indicate the patient received a right total knee revision due to loose and painful right total knee. Upon entering the joint, metal stained fluid was encountered, synovium showed severe metal staining. Scar tissue was debrided. The tibial insert was noted to have slight wear. The tibial and femoral components were stated to be loose, interface not provided. The patella was also noted to have minimal wear, it was not revised. The surgery was completed without indication of complication by the surgeon. Products implanted at this revision are located on page 13-15. Doi: (B)(6) 2004 dor: (B)(6) 2013 right knee.